Manufacturer narrative:
Other text: additional information is provided in d3, d5, d10, g2, g3, h3, h6, and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no relevant findings detected in the device history record (DHR) review. The returned sample consisted of one (1) product; the sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination; no discrepancies were detected. Functional test: a syringe was used to infuse water into the ay bag. Leakage was detected in one of the top corners of ay bag. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was found to leak between the inner medication bag and the outlet tube area. The reporter stated the issue was identified "immediately upon use". No adverse effects to patient reported.